Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned the insulin pump for alleged battery charge lasting less than expected and unidentified button issues found on october 15, 2022. The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. All buttons are functioning properly and no unexpected power related alarms noted during testing. A review of the history files reveals there were no low battery alerts for the event date (october 15, 2022) however, the two prior low battery alerts were triggered on august 23, 2021 and september 28, 2021. The low battery alert is operating properly. There were no excessive or unusual power/battery related alarms noted in the history file. The insulin pump was cut open for a visual inspection. No evidence of physical damage or moisture damage was found on the keypad assembly, button dome switches, electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor. The connector on electrical board 1 was locked properly during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label fading, and pillowing keypad overlay. Battery charge lasting less than expected is not confirmed. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. All buttons functioned properly during testing. The insulin pump was cut open to perform visual inspection. No evidence of physical or moisture damage on the keypad assembly, keypad button dome switches, electronic assembly, or motor. The connector on electrical board 1 was found to be locked properly during the visual inspection. A test p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Unresponsive keypad is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that diminished battery life down to every few day. No harm requiring medical intervention was reported. The device will not be returned for analysis.